Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a cardiac angioplasty procedure. Reportedly, as the knot was being pushed to the arteriotomy, the suture broke. The knot pusher was being used at this time. The physician doesn't believe he was pulling unusually hard on the suture and the knot pusher was down far enough. The physician does not believe the suture broke around the cuff, but close to the knot. The suture was removed and a second proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation indicated about 11-3/4 inches of monofilament was returned and still loaded on the suture trimmer. One end of the monofilament appeared broken at the knot area. The analysis of the returned device was unable to determine a cause for the reported suture break during knot advancement; there was no abnormal observation found on the device that could have contributed to the reported experience. Based on the investigation, no product deficiency was identified and the cause appears to be related to the operational context. Review of the device history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint handling database did not reveal any indication of a lot product quality deficiency.